Manufacturer narrative:
Review of the sensor data available in the data management system (dms) indicated that the system was working within expectations, with bg values demonstrating good alignment with sg trends. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. The user was advised to continue using the system and perform calibrations as prompted. The user confirmed that the issue was already resolved.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.